Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. A review of the system log file confirmed the reported malfunction. The rse checked the ups which had power and changed to by-pass mode, but the issue persisted and the rse mentioned issue with power distribution unit (pdu) over voltage protection board. As per suggestion from rse, the fse replaced the pdu overvoltage protection board, but the issue persisted. Upon further functional testing, the fse found pdu fan tray and dcps was defective. The cause of the pdu overvoltage protection board and the pdu fan tray fru failure could not be conclusively determined by the supplier's part analysis however, the replacement of the pdu fan tray and dcps by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to turn on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.